Manufacturer narrative:
1. Transtek couldn't get the details of the end user and couldn't get back the devices for further analysis. 2. We checked the all related DHR including: incoming material inspection records, manufactured process records, fqc inspection records, ect, and no battery issue was found. 3. The product has passed safety test of iec 60601-1, its performance meets the requirements. 4. The instruction manual had mentioned that the battery should not be left in the device for a long time. The user may have failed to read the instruction manual carefully, resulting in the battery being left in the device for an extended period. 5. Additionally, if the user uses non-standard batteries or installs the batteries in reverse, it can lead to a short circuit of the device. Corrective action: preparing a document concerning troubleshooting and essential precautions as a notification of reminder for customer promotion to minimize the risk of user misoperations. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.

Event description:
Manufacturer narrative (provided by livongo): the patient reported that their livongo blood pressure monitor would no longer turn on, the springs had corroded from the batteries leaking. Event description: if the device is returned an investigation will be conducted and a supplemental report will be field.